Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141-2023-00810. It was previously reported, incorrectly, that the product was returned. The following sections are being reported:

Event description:
No additional or corrected information to report.

Event description:
Infection on exam #13 and tenderness at the region. Inflammation is reported as symptom. The implant was removed. The site was grafted with allograft together with original implant placement.

Manufacturer narrative:
Zimvie complaint (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.